Event description:
The pt stated that while removing the insulin cartridge from his infusion device, the device alerted e10 (cartridge error) message. The pt then attempted to remove the insulin cartridge and spilled insulin inside the cartridge compartment area. The pt was advised to turn the device upside down and let it dry out for 24 hrs. The pt stated he would switch to another infusion device. On follow up, the pt stated the device was dried out. The proper procedure to remove the insulin cartridge was reviewed with the pt. The pt was then educated on proper insertion of the cartridge which he successfully accomplished. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.